Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked during patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned a spring wire guide (swg), a catheter, and lidstock for evaluation. Visual inspection of the swg revealed multiple bends in its body and a misshaped j-bend. Signs of use were present, in the form of blood, on the catheter body but no defects or anomalies were observed. Microscopic examination of the swg confirmed the bends and that both welds were in place. Five bends were observed in the swg body between 125-210 mm and five more were observed between 340-395 mm from the proximal weld. The total length of the swg measured 600 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.803 mm which is within specifications of 0.788-0.826mm per swg graphic. The undamaged portions of the swg were inserted into a lab inventory ars, a lab inventory 18 ga introducer needle, and the returned catheter to functionally test. The swg passed through all three with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained multiple bends in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide kinked during patient use.